Event description:
Caller alleged discrepant inratio results. Results are as follows: date: (B)(6), inratio: 7.5, lab: 2.2. Time between tests: not greater than 3 hrs apart. Caller reports touching the finger to sample well, and adding multiple drops of blood to the test strip.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the info provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strips testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. Improper techniques were identified in the complaint. These cannot be ruled out as a possible root cause for the unexpected results. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.